Event description:
The customer reported that on (B)(6) 2014 at 5:52 am she activated a new pod. The pod was deactivated and she noticed the cannula was "bent over".

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.